Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise for six seconds resulting in storage of a non-sustained ventricular tachycardia (nsvt) episode. Review of the stored episode showed native intrinsic beats occurring during the period of oversensing. Technical services (ts) recommended finding out what the patient was doing at the time of the event. No further assistance was requested. No adverse patient effects were reported. This device remains in service.